Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism deployed early. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received with the pink slide visible in the pink slide viewing window. Blood was observed on the adhesive pad and in the reservoir. The needle did not retract. The exposed portion of the soft cannula was seen to be damaged, and appears to have been cut-off as well as the needle tip. The needle was thus damaged and slightly bent out shape. The needle did not retract fully and was exposed past the bottom housing window. The needle mechanism could not effectively be reset; each attempt led to the needle dislocating from the slide retract. The slide retract and slide insert were closely examined but these were not damaged and functioned as indented. The linkage assembly itself was found to be crooked leading to the needle dislocating from the slide retract. It could not be determined when or if the device deployed early. The download data shows the device ran for 2257 pulses without hazard alarms, drive stalls or timeouts. The device would not be able to deploy or successfully deliver insulin with the observed damages, indicating the damages occurred post use.